Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: investigation conclusion: based on investigation results and DHR review, all the complaint samples returned to (B)(4) are within specification, and the sample meets the air leakage test requirement. The most likely cause is due to the deformation of inner chamber. The deformation likely occurred during the spike and chamber assembly process, caused by strong forcing of the chamber into the spike. As the deformation occurred on the inside, the deformed location could not be seen from the outside. Root cause description: complaint samples were returned to (B)(4) for investigation. Air leakage test - (B)(4) tested all (B)(4) complaint samples for air leakage, no leakage was found. Each sample was tested under 50 kpa pressure for 15s or -20kpa pressure for 60s as per international standard. (B)(4) disassembled the complaint sample and discovered a deformation occurred in the chamber. The deformation likely occurred during the spike and chamber assembly process, caused by strong forcing of the chamber into the spike. As the deformation occurred on the inside, the deformed location could not be seen from the outside. DHR review - (B)(4) reviewed the DHR of IV set cfn120 with lot 2017115. All the manufacturing process, records and inspection procedures have no abnormalities. Root cause: the cause is likely caused by deformation of inner chamber. The deformation likely occurred during the spike and chamber assembly process, caused by strong forcing of the chamber into the spike. As the deformation occurred on the inside, the deformed location could not be seen from the outside. Corrective action: (B)(4) will retrain the operators, conduct more inspection on chamber before the assemble process.

Event description:
It was reported that during use, a bd¿ IV set cfn120 bp hs was found ¿leaking in chamber area.¿ there was no report of injury or medical intervention reported.